Manufacturer narrative:
Based on the completed investigation, the root cause of the contaminated light guide lens could not be definitively determined. However, the issue is likely attributable to component damage. Additionally, the cause of the blurred visual field is due to a broken charged coupled device unit. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device evaluation, the technician identified contamination on the light guide lens; the cause of the contamination is unknown. The technician also noted a blurred visual field caused by a broken charged-coupled device (ccd) unit. There was no patient involvement.